Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was seen to be kinked at 28cm and 112cm from the hub. The catheter distal tip was seen to be broken. The tip section was not returned. The catheter shaft was seen to be damaged. Functional inspection was not required as the defects was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter tip broken/fractured during use was confirmed during analysis. The reported catheter shaft difficulty removing/withdrawing could not be confirmed; however, the analysis results are consistent with the reported event. The device met specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter shaft was seen to be kinked, the catheter distal tip was seen to be broken. The tip section was not returned, the catheter shaft was seen to be damaged. Therefore, the reported catheter tip broken/fractured during use was confirmed. The reported catheter shaft difficulty removing/withdrawing could not be confirmed; however, the analysis results are consistent with the reported event. The as reported ¿catheter tip broken/fractured during use¿ and ¿catheter shaft difficulty removing/withdrawing¿ as well as the as analyzed ¿catheter shaft kinked/bent¿, ¿catheter tip broken/fractured during use¿ and ¿catheter shaft damaged¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the physician placed a guide catheter and then used the subject catheter to do the aspiration at middle cerebral artery m1. While withdrawing the subject catheter with the guide catheter, physician felt resistance along at the arch of aorta. After the subject catheter was taken out, it was found that the tip of the subject catheter was broken inside the guide catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician placed a guide catheter and then used the subject catheter to do the aspiration at middle cerebral artery m1. While withdrawing the subject catheter with the guide catheter, physician felt resistance along at the arch of aorta. After the subject catheter was taken out, it was found that the tip of the subject catheter was broken inside the guide catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.